Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damage or defects were found that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) after noticing insulin leaking. As treatment, a new pod was placed.